Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector and infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.